Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s lead was replaced due to the age of the device. It was noted that extensive scar tissue was observed in the cervical area where the previous lead had been implanted. No issues with the lead were suspected. A high impedance condition was not observed and a lead fracture was not visualized. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that the patient was scheduled for generator replacement due to end of service. An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. The lead impedance with the new vns system was within normal limits. No additional relevant information has been received to date.